Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device was kinked. The target lesion was located in the right coronary artery. A guidezilla ii was selected for use. During the procedure, it was noted that the device was kinked. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed a collar detachment.

Manufacturer narrative:
The guidezilla ii 6f guide extension catheter with blood in the device was returned for analysis. The hypotube, shaft, collar, and tip were visually and microscopically examined. Inspection found the shaft was kinked 14.5cm proximal of the tip. There was a kink in the collar and there was collar detachment. There was no other damage or defects observed.